Manufacturer narrative:
No device is expected to be returned for evaluation. Because the unit was not returned, the root cause could not be determined. If the device is returned in the future this investigation will be reopened and a follow up submitted. Since the lot number was not provided, the device history record and complaint database could not be reviewed.

Event description:
The user reported that a CT was performed following a stent graft procedure. In the CT a foreign body was observed in the patient's descending aorta. This was identified as the pig tail catheter straightener. The straightener was retrieved successfully from the patient. No harm or injury to the patient was reported.